Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis patient's contact reported that the cycler was not draining completely, with no alarm. According to the reporter, the line was not submerged in water, nor was there any sign of fibrin. The contact stated the patient was subsequently hospitalized for pulmonary edema. The patient had woken up at night and had spit up for over an hour. While waiting for the ambulance, the patient passed out. Upon follow up with the patient's nurse, it was stated that the patient presented with shortness of breath and wheezing and was subsequently hospitalized with a diagnosis of pulmonary edema. The cause was unknown. The patient had an echocardiogram in the hospital which was negative. The patient continued peritoneal dialysis during hospitalization with no issues. The nurse was unsure if the event was related to dialysis.

Event description:
A peritoneal dialysis patient's contact reported that the cycler was not draining completely, with no alarm. According to the reporter, the line was not submerged in water, nor was there any sign of fibrin. The contact stated the patient was subsequently hospitalized for pulmonary edema. The patient had woken up at night and had spit up for over an hour. While waiting for the ambulance, the patient passed out. Upon follow up with the patient's nurse, it was stated that the patient presented with shortness of breath and wheezing and was subsequently hospitalized with a diagnosis of pulmonary edema. The cause was unknown. The patient had an echocardiogram in the hospital which was negative. The patient continued peritoneal dialysis during hospitalization with no issues. The nurse was unsure if the event was related to dialysis.

Manufacturer narrative:
There is a possible temporal/causal relationship between reported drain issues during ccpd treatment with the liberty cycler (no machine alarm) on (B)(6) 2018 and the subsequent onset of shortness of breath/respiratory distress (on (B)(6) 2018-during ccpd treatment) with acute pulmonary edema and acute respiratory failure requiring admittance into the ICU on mechanical ventilation. Based on the available information, it is unknown to what extent the liberty cycler may have caused or contributed to the pulmonary edema (which was most likely associated with the respiratory failure). The patient's wife declined a replacement liberty cycler; therefore, the manufacturer was unable to confirm whether or not the liberty cycler malfunctioned in any way leading up to this event. Further details surrounding the ccpd treatment (including pd solution used and net ultrafiltration) prior to the event are unknown. It is unknown if there may have been potential user error and/or compliance issues with the prescribed pd treatment, as well as any potential pd catheter (not a fresenius product) issues that could have been a factor in drain issues during ccpd treatment. Etiology for presumed septic shock is unknown. At the time of this clinical investigation, blood culture results are unknown and there have been no reported instances of peritonitis that may have led to sepsis. In the setting of pulmonary edema and reports that the pt. Had a cold (prior to hospitalization), there is the possibility of a respiratory infection that may have led to possible sepsis. The pt. Was also hyperkalemic on hospital admission; exact etiology unknown. There are several potential factors that may have played a role in hyperkalemia such as metabolic acidosis/sepsis, potassium replacement therapy (prior to hospitalization) and/or pd drain issues during ccpd treatment. Should additional information become available this clinical investigation will be re-evaluated accordingly.